Event description:
The customer reported that they observed false negative reactivity while performing qc, and pt testing on the ortho provue analyzer with mts anti-igg cards.

Manufacturer narrative:
The customer reported that they observed false negative reactivity while performing qc and pt testing on the ortho provue analyzer with mts anti-igg cards. The customer reported that they visually reviewed gel cards prepared on the ortho provue analyzer. The customer reported that they observed weak reactivity in gel cards that were interpreted as negative by the provue. The customer performed repeat testing of qc and pt samples with the manual gel method. The customer reported that they observed 1+ reactivity with the manual gel method. An ocd field engineer arrived on site. The field engineer reported that the gel camera was out of focus, replaced the gel camera and returned the analyzer to expected operation. This customer has not logged any similar complaints against this analyzer since the repair. The customer did not return sample or log files for add'l investigation. As a result, this complaint could not be confirmed. However, the analyzer could not be ruled out as a contributing factor to this incident. If this incident were to recur undetected, it may lead to erroneous results. Erroneous results were not reported as a result of this incident.